Manufacturer narrative:
Patient would sit on the foot end of the bed and use the bed to raise and lower himself so he could stand. Patient is approximately (B)(6) lbs. This type of use caused constant strain on this section of the bed. Event occurred while the patient was sitting on the foot end of the bed. The investigation of the bed frame showed no evidence that the failure was a result of improper assembly by the manufacturer. There were indications that the bed has been serviced to replace the controller. During servicing the rue pin is commonly removed to complete the controller replacement. The deformation of cross tube would have occurred from the clevis pin falling out and the raising assembly collapsing onto the extended actuator arm. The drop reported by the customer was likely not the legs becoming dislodged, but the pin coming out of the actuator rod end and then fell out causing the bed to collapse. The bed had already been removed from the patient's room when the replacement bed was delivered. The service team did not note if the rue pins were in place or not. Rue pins were present when the bed was returned, however, the legs/raising arms had been disassembled at some point for the customer's pictures. Based on post-production risk management the likelihood of recurrence is remote. The owner's manual clearly indicates proper insertion of the rue pins on to the clevis pin. No further action required.

Event description:
Event occurred while the patient was sitting on the foot end of the bed. The bed fell causing the patient to hit their stump on the ground. No serious injury was confirmed. Patient was experiencing pain so a medical intervention (x-ray) was performed. X-ray was negative.